Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of a communication fault alarm can be confirmed based on the data recorded in the log files retrieved from the returned system controller serial number hsc-113707. The event log file contained data from (B)(6) 2024 to (B)(6) 2024. The recorded information revealed that the system maintained the set speed with no interruptions and atypical alarms until (B)(6) 2024 when at 2:30:08 a com b fault was recorded and one second later a com a fault was also active. The next entry, captured at 2:30:18 revealed that a loss of lvad comm alarm became active resulting in the pump speed, estimated flow, and pi to present in the log file as 0; however, the pump power remained at ~4w indicating that the pump continued to operate. The system operated with an active loss of lvad comm alarm until 2:58 when the driveline was disconnected. Visual inspection of the returned system controller revealed the device was in used condition and there were some foreign debris on the backup battery cover. Visual inspection of the driveline connector was unremarkable. The system controller was functionally tested and was found to function as intended. The test modular cable was manipulated when the system controller was operating a test pump and the system operated with no active alarms. The system controller was disassembled and all internal components, including the driveline assembly were in unremarkable condition. The system controller operated for extended period of time while connected to a test equipment with no active alarms. The device history records were reviewed, and the records revealed the system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a communication fault alarm on 31mar2024. The system controller was exchanged without issue and the alarms resolved. The patient would continue to be monitiored.